Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to sales co of olympus and sales co evaluated the device. Olympus as MFR received the result of the eval. The eval confirmed that the probe broke down at 17 mm from the distal end. There was no scratch on the probe at the distal end. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the user might have activated output while twisting the device when grasping tissue, then the probe received the unbearable load.